Event description:
Pt undergoing right thoracotomy, lower lobectomy and mediastinal lymph node dissection for right lower lobe carcinoma. Ethicon stapler with ets 45 2.5mm reload misfired when applied to pulmonary artery. Artery cut but not stapled. Uncharacteristic sound noted by surgeon with firing of stapler. Artery was quickly clamped and tied, bleeding was controlled and the surgery proceeded without further incident.